Event description:
Cardiologist was deploying a perclose to the pt's left femoral artery. After the needles of the perclose were deployed and the foot plate was retracted, he pulled the device back and at that time realized that the perclose broke off in the pt's artery. After going ahead and finishing pushing the knot of the perclose suture down to the arteriotomy, pressure was applied until hemostasis was obtained. Cardiovascular surgeon was then consulted and pt taken to surgery to remove part of the device.